Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: can you please clarify, when the "applier jammed shut on the clip twice " had the device successfully fired the clip? Was the device able to be removed from the tissue when it was jammed shut? If yes, how was the device removed? If yes, was there any damage to the tissue as a result of the event? If yes, please provide further detail. The lot number that was provided, lot p00019p67, is invalid. Do you have the six digit/character batch and/or lot number for the device? Response: (B)(6) rep unable to provide additional information for this case.

Event description:
The device was being used for a laparoscopic cholecystectomy. It was reported that the applier jammed shut on the clip twice before a second applier was opened and used. Procedure was completed once the new applier was used without further incidence.

Manufacturer narrative:
(B)(4). Batch # p9482j. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.